Event description:
It was initially reported that the patient passed away due to cardiac arrest per the neurologists office. No allegations were made against the vns, and per the physicians notes there was no reason to suspect that the vns was related to the cause of death. Additional information was received from the patients mother that the patient died due to sudep following 10 minutes of status epilepticus. The mother stated she did not have any complaints against the vns. The patients vns was explanted. The suspect device has not been received for analysis to date. Attempts for additional information regarding the cause of death have been made. No additional relevant information has been received to date.